Manufacturer narrative:
Section h6: patient code: additional information manufacturer's investigation conclusion: a specific cause for the reported falls and the driveline rash could not be conclusively determined through this evaluation, and a direct correlation with heartmate 3 lvas, serial number (B)(6), could not be conclusively established. It was reported that the patient experienced an unwitnessed fall on (B)(6) 2020. The patient went to the bathroom around 4 am and slowly fell to the ground. The patient was unsure if she tripped over an lvad cable, but she lowered herself to the ground without trauma. The patient did not hit her head and did not experience any dizziness or events on telemetry or lvad interrogation. This event resolved without sequalae on (B)(6) 2020. It was also reported that the patient experienced a driveline rash on (B)(6) 2020. The patient was changed to betadine, and the patient was tested with tegaderm and hydrofilm on her arm. The patient did not get a rash on her arm, so the culprit was likely to be chlorhexidine. The plan was to continue to use betadine and observe for improvement. Additionally, it was reported that the patient experienced an unwitnessed fall on (B)(6) 2020 at approximately 22:30 resulting in a left acetabular fracture. The patient was found sitting on the floor after the fall. The patient stated that she wanted to go to the bathroom and tripped. The patient did not use the call bell or ask for assistance. The patient was neurologically intact, but she complained of left hip/groin pain. An x-ray was ordered and orthopedics was consulted the following day. It was noted that it was probable that all of these events were related to the device and implant. The patient remains ongoing on (B)(6) and no further related issues have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 24jun2020 via customer order (B)(6). Section 3 entitled ¿powering the system¿ of the heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook caution the user that the power module has an ac power cord and patient cable, both of which may be a tripping hazard. The patient, care givers, and all other persons near the power module should be aware of this potential hazard. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section b5: additional information.

Event description:
It was reported that the driveline rash resolved on (B)(6) 2020 and the left acetabular fracture resolved on (B)(6) 2020.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide # (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that around 4 am the patient went to the bathroom and after using the commode she slowly fell to the ground. The patient was unsure if she tripped on her lvad cable, but she slowly lowered herself to the floor. There was no trauma, she did not hit her head, no dizziness, and no events on telemetry or left ventricle assistance device.

Event description:
The site communicated that the patient experienced an unwitnessed fall resulting in a left acetabular fracture.